Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. The initial reporter was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was having issues tracking. It was known that the tracking was working when placed on the patient but then would stop working during the case. The site had to grab another tracker which worked fine for the rest of the case. No impact on patient outcome.